Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was baclofen of unknown concentration at an unknown dose rate via an implantable pump for intractable spasticity. It was reported that as per the pain clinic staff, the patient has fluid around their pump site. The issue occurred during normal use. The date of the event was unknown. The physician was to perform surgical exploration to trouble shoot. No surgical intervention had occurred but was scheduled for (B)(6) 2018. Environmental/external/patient factors that may have led or contributed to the issue was indicated as being not applicable (na). The issue was not resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history were unknown at the time of the report. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. Regarding the cause of the fluid around the pump site and if there was a device issue, patient/therapy issue, procedure issue, etc., the company representative had no further information. Regarding surgical exploration that was previously planned for 2018-(B)(6), it was noted that the case was moved to 2018-(B)(6). The company representative clarified that the information previously reported was from the pain clinic staff and was all the information they have been given to date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp via manufacturer representative (rep). It was reported that the patient began to get an accumulation of fluid at the spinal incision and the pump pocket from a spinal leak. The hcp removed the spinal portion of the catheter 2018-(B)(6) and tied the leak off with purse string sutures. He then implanted a new spinal segment at another entry. The explanted portion was discarded. There was no product issue. The issue was resolved. The pump was delivering baclofen (2000 mcg/ml,189.4 mcg/day, reduced to 108.3 mcg/day). The patient status was 'alive - no injury.' No further complications were reported.